Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issue with insulin pump and screen was frozen. The customer blood glucose level was 188 mg/dl. It was also reported that screen was not completely blank and insulin pump buttons did not begin to work in less than 5 minutes without battery change. The insulin pump will not be returned for analysis.